Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient was hospitalized on (B)(6) 2024 due to three bent catheters leading to hyperglycemia. The blood glucose level was 400mg/dl at the time of event and the patient got treated with insulin pen. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-02139. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005768 have already been previously tested in the complaint (B)(4) on 04/feb/2025. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (flow test) 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005768 was manufactured according to the wi version 111 manufactured in the line/machine l192, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No non-conformance (nc) was raised during production; no maintenance events were recorded. Trending: a query was run in database on 04/feb/2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6005768 and 1 other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, 1 other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.